Event description:
An aneurx stent graft system was implanted in a patient for the endovascular treatment of an abdominal aortic aneurysm. The aortic neck had an angulation of 50 degrees and shaped like a reverse "c". It was reported the bifurcated stent graft was deployed to where the contralateral gate opened. With the contralateral gate open, it was cannulated with a catheter to confirm it was correctly positioned within the gate. The catheter was pushed up; however, when the catheter was pushed up, it straightened the aortic neck curvature and caused the bifurcated stent graft to drop down. A 28 mm aneurx aortic cuff was successfully implanted. No additional clinical sequelae were reported and the patient is fine.